Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed the implantable cardioverter defibrillator had episodes of post paced t wave oversensing. On (B)(6) 2020, the patient presented in clinic for a follow up. The device was then reprogrammed to prevent additional episodes of oversensing. The patient's condition was stable throughout the event.